Manufacturer narrative:
On (B)(6) 2024, mentor received additional information indicating that the patient's implants were replaced bilaterally with 525cc mentor round moderate plus profile silicone smooth implants.

Manufacturer narrative:
On february 13, 2024, mentor received additional information indicating that the patient's implants were replaced with the following devices: (left) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 9933439 sn: (B)(6), and (right) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 9933439 sn: (B)(6).

Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 400cc mentor memorygel breast implants. Post-operatively, the patient suffered left breast pain and left breast implant rupture. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement was a silicone implant.

Manufacturer narrative:
An analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed severely ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).